Event description:
It was reported that premature battery depletion was suspected. The battery longevity had decreased by two years within approximately 16 months. The parameters were checked, and were appropriate. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed premature battery depletion. The diagnostic data confirmed the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received, and the investigation is in progress.

Manufacturer narrative:
This report will be updated should additional information become available.

Event description:
It was reported that premature battery depletion was suspected. The battery longevity had decreased by two years within approximately 16 months. The parameters were checked, and were appropriate. A copy of device memory was requested by a boston scientific technical services consultant. The patient will be seen again within the next few months. The data will be collected at that time, and will be submitted for engineering analysis. The device currently remains implanted. No adverse patient effects were reported.

Event description:
It was reported that premature battery depletion was suspected. The battery longevity had decreased by two years within approximately 16 months. The parameters were checked, and were appropriate. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed premature battery depletion. The diagnostic data confirmed the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced, and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that premature battery depletion was suspected. The battery longevity had decreased by two years within approximately 16 months. The parameters were checked, and were appropriate. A copy of device memory was requested by a boston scientific technical services (ts) for analysis. Engineering review of device data confirmed premature battery depletion. The diagnostic data and confirmed the power consumption of this device has been increasing during the past year, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: updated information was provided from the field that based on the last transmission, the battery longevity is currently showing 9 months remaining. An additional request has been submitted to technical services for a re-check of the battery longevity.

Manufacturer narrative:
This report will be updated should additional information become available.